Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. (B)(4).

Event description:
It was reported that there was no stimulation sensation. The symptom had a sudden onset, when the patient noticed a changed about 1.5-2 weeks after implant. He thought it was because there was swelling at the lead site until one week ago. The stimulation was also intermittent. Since swelling went down about a week ago he only felt stimulation if he leaned back, otherwise he didn¿t feel any stimulation. The stimulation was initially set at 3.40; however, now at 5.60v he could barely feel it. A manufacturing representative told the patient that it was programmed so all he would need to do was turn stimulation on/off and increase/decrease. It was noted that the stimulation target area was for the left foot and leg. The patient thought he had an infection at the implantable neurostimulator (ins) incision site; however, when he went to see a nurse on (B)(6) 2014, he was told that it was irritation due to the staples and that the pain disappeared shortly after the staples were removed. It was noted that the patient was very skinny and the ins was sticking out; however, it seemed to have set a little better. The patient was also concerned that the leads might have moved as he slept in a water bed. In order to get comfortable he had to switch sides on a regular basis, and he did a lot of twisting and turning right after implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that the patient had an appointment date of (B)(6) 2014.